Event description:
The customer contact reported disconnection. The tubing set was connected to a clave port male adapter plug and was being used to deliver an unspecified concentration of kinevac. After an unspecified length of time in use, the customer contact reported that the option-lok male adapter of the tubing set disconnected from the calve port male adapter plug and an unspecified of solution leaked. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personne.